Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level. Reportedly, the customer thought that bg was unrelated to the pump. Although requested, the customer declined to provide information on the reported issue.